Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. The insulation and jaw surface was found to be intact and no areas were noted where a thread could have been observed. Excess blood and eschar was observed within the blade channel; however, once the jaws were cleaned, the blade was able to actuate and retract smoothly. The device met all mechanical specifications. Upon inspection of the jaws, engineering noted that there was an insufficient gap between the upper and lower jaws. This allowed the upper and lower jaw to come into contact and create a short circuit. Engineering was able to replicate the device alarms when the device was activated and analysis of the device key activation logs also confirmed the incident experience. The root cause of the alarm messages is an insufficient jaw gap due to the manufacturing process of the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As a result of this feedback, additional inspection steps have been added to the manufacturing process and training was conducted for the production teams to further minimize the potential for this type of incident to reoccur. The root cause of the blade issues seen in the incident experience remains unknown. Blade performance can be improved by minimizing blood and eschar build-up in the blade channel. The instructions for use (IFU) states, "for optimal performance keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." This document represents our final report.

Event description:
Lap ovarium - "jaw did not open after activation on maximal opening grip. On manual inspection surgeon, knife seemed blocked, trigger had to be loosened, pulled repeatedly. Jaw was pulled from tissue with help of grasper. Frequent error messages on minimal tissue refusing activation. On first entry 'a thin thread' seeming to be paint or coating hanging from one side of the jaw, since not witnessed later on, presumed left inside the patient." Patient status - "ok."

Manufacturer narrative:
This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report is being submitted based on the findings of that retrospective review. The initial report submitted may 28, 2015 indicated that an adverse event occurred. During the retrospective review, it was determined that there was no adverse event. The patient status was reported to be "ok". No patient injury or illness occurred that was life threatening. The incident did not result in permanent impairment of a body function or permanent damage to a body structure. No medical or surgical intervention was necessary to preclude permanent impairment of a body function or permanent damage to a body structure. Please refer to the final report that was submitted august 14, 2015 for the investigation summary.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.